Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 92858, was returned and analyzed. External visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used 17 applications. The catheter passed the performance test; electrical integrity and impedance were also within specification. Dissection showed a guide wire lumen kink at 1.38 inches from the tip inside the balloons. Pressure test did not show leaks. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.